Manufacturer narrative:
Unopened suture devices from the same carton lot were returned to gore, however, the actual device that reportedly knotted during tying was discarded and not returned, therefore an engineering evaluation could not be performed.

Manufacturer narrative:
Patient weight was requested, but was not available.

Event description:
It was reported to gore that during a procedure using gore-tex® suture (cv7) as the physician attempted to tie the knot during suturing, the thread broke. It was reported another lot of thread was used to complete the procedure and there was no harm to the patient.